Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000225363, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient presented an infection and swollen area around the scrotum and penis area. The physician feels the patient had an urethral tear, thus causing an infection that then migrated to one of the corpora bodies of the cylinders. The inflatable penile prosthesis (ipp) was replaced with a malleable tactra. There were no device malfunctions with the explanted ipp. The patient followed up a week later and informed he was very satisfied with the procedure.